Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer had a low blood glucose of 20 mg/dl and treated with food. Customer's mother stated that she wanted to make sure that the pump setting was correct with the sensor and wanted to look at the alert options. Customer's mother was walked through alert options. No troubleshooting was performed on low blood glucose issue. No insulin pump is expected to return for analysis.